Event description:
It was reportedly impossible to screw in one of the set-screws of the subject pacemaker to connect the lead.

Manufacturer narrative:
Field d4 (serial number) corrected.

Event description:
It was reportedly impossible the screw in the one of the set-screws of the subject pacemaker to connect the lead.

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
It was reportedly impossible the screw in the one of the set-screws of the subject pacemaker to connect the lead.